Event description:
It was reported that msiii 20d dehp 3ss 2cv had tubing issues. The following information was provided by the initial reporter: material#: 28493e, batch/lot#: 20075121. It was reported that there has been an increase in cartridge alarms on the pumps and cassette jams in which biomed feels that it may be an issue with the tubing.

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of tubing defective / damaged could not be verified based on testing conducted on the returned sample. The infusion sets were primed and installed into an appropriate pump. The pump did not indicate any issues with the tubing and the pump did not alert of an occlusion or air in line issues. A device history record review for model 28493e, lot number: 20075121 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because the failure reported could not be reproduced. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot#: 20075121 regarding item#: 28493e.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that msiii 20d dehp 3ss 2cv had tubing issues. The following information was provided by the initial reporter: material #: 28493e, batch/lot #: 20075121. It was reported that there has been an increase in cartridge alarms on the pumps and cassette jams in which biomed feels that it may be an issue with the tubing.